Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.